Event description:
In 2009, pt reported, she was switching to her backup infusion device. She stated she is using more insulin but her readings continue to go up. Pt reported she had half a bowl of soup and plain shrimp for dinner one day prior, and was supposed to take 1 unit of insulin but she gave 2 units to make sure to cover it. She stated, her blood glucose reading was 179 mg/dl before bed, so she changed her basal rate to deliver more insulin through the night. Pt reported she tested at 1 - 2 am with a reading of 189 mg/dl and bolused 1 unit more of insulin. She stated then this morning her reading was 289 mg/dl and she has not eaten anything. Pt reported, she has trouble with air bubbles in the infusion device. She states she fill the insulin cartridge with insulin that is at room temperature, attaches the infusion adapter and tubing to the cartridge before inserting the cartridge and has had additional training. Pt reported, she is not currently having an issue with air bubbles. She stated she was able to get the bubble out last night before she went to bed. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested. On call back six days later, pt reported she was using her backup infusion device, still having elevated readings and was trying to wean off of one of her medications. She stated that she feels that is the cause of her elevated readings.

Manufacturer narrative:
No product will be returned for evaluation.